Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were 145 mg/dl, 134 mg/dl, 137 mg/dl, 158 mg/dl, 273 mg/dl, 109 mg/dl. Tests were done within 11-20 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.